Event description:
It was reported "the transparent catheter of the PICC pink connector was broken". The catheter was removed. The patient's condition is "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an extension line leaks was able to be confirmed by the photo. A hole had formed on the distal extension line directly adjacent to the pink luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. One relevant finding was identified. A non-conformance was opened to address the issue. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a leaking extension line was confirmed by visual inspection of the customer supplied photo. Visual analysis of the photo revealed that a hole had formed on the distal extension line directly adjacent to the luer hub. Based on visual analysis of the customer photo and confirmation from the customer, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the transparent catheter of the PICC pink connector was broken". The catheter was removed. The patient's condition is "fine".

Manufacturer narrative:
(B)(4).